Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. Additional and corrected information provided in a.2., b.3., and e.4. Product evaluation: only a portion of the lens containing a haptic was returned wrapped in surgical gauzes. Solution is dried on the returned portion of lens. The optic is cut into portions, typical of insertion and removal. The other portion of the lens containing the other haptic was not returned for evaluation. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicted. The viscoelastic indicated is not qualified for the product combination used. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An operating room lead reported that following an intraocular lens (iol) implant procedure, the patient experienced asthenopia. The iol was exchanged for a different model and diopter in a secondary procedure. Additional information was provided that the patient experienced blurry distance vision. Test data was also received.